Manufacturer narrative:
(B)(4).

Event description:
The patient had 2 trial leads (from the same lot) placed. It was reported the patient experienced numbness of his left leg as well as an inability to stand on his left leg following the placement of 2 drg trial leads. The physician believed the amount of local anesthetic that was used on the patient's left side contributed to the event. Upon discharge from the healthcare facility where the trial leads were placed, the patient was reported to have been able to move and pivot his left leg in order to enter a motor vehicle. At the conclusion of the trial period, when the leads were being removed, the patient was only experiencing numbness in his left calf and toes.